Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03006. During inspection of the alinity c processing module, sn (B)(6) , the field service representative (fsr) found that the cuvettes were overflowing. The fsr troubleshooted the cuvette washer assembly (ln c-35016546-01) which resolved the issue. A review of the service history for the alinity c sn (B)(6) did not identify any contributing factors to the customer complaint; there have been no further occurrences of discrepant results since troubleshooting of the cuvette washer assembly. A review of tracking and trending for the cuvette washer assembly and the alinity c processing module were performed and no trends were identified. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the information within the complaint record, no systemic issue or product deficiency was identified for the cuvette washer assembly or the alinity c processing module, sn (B)(6) .

Manufacturer narrative:
Health effect impact code: (B)(4). \was this device serviced by a third party? No. Patient identifier: (B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c lactate dehydrogenase results were generated for samples on the alinity c processing module. The customer stated that when the samples were retested on a different instrument, they generated expected results. The following sids were provided, but no specific data is available: sid (B)(4). There was no reported impact to patient management.